Manufacturer narrative:
Correction is being made to previously submitted h6 code which should have been d15.

Event description:
No additional information received from customer.

Event description:
It was observed, that during the device evaluation. The probe tip of the subject device exhibited dents and deformed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus. And the evaluation found: the housing of the ultrasonic transducer tip sheath has dents and is deformed. Based on the results of the investigation, it is likely, that the following led to the malfunction: the most probable cause of the identified failure is cause traced to user. A device history record review revealed, no findings that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.